Manufacturer narrative:
Patient's age is reported as in (B)(6). Implanted in december 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date is reported as december 2018; exact date is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent revision through open reduction and internal fixation (orif) of an ankle on (B)(6) 2019 due to a broken distal tip of a 3.5mm locking compression (lcp) anterolateral distal tibial plate and anatomical alignment. Initially the patient had implantation of lcp anterolateral distal tibia plate on (B)(6) 2018. Two weeks post-operatively, the patient had full weight-bearing on leg. During the procedure, the surgeon pulled all distal screws and a broken distal tip of the plate. The patient had secondary loss of reduction due to implant failure and also fractured tibia at the line of the most distal screws. One (1) 3.5mm locking screw also broke off just under head. All other screws were intact. About eight (8) 2.7 screws and one (1) 2.7mm plate removed to allow a new plate to be placed but still in original implanted position. All fragments were removed from the patient. There was no union and the fracture had collapsed creating deformity. Post-op x-ray showed anatomical reduction. It was unknown if there was surgical delay. Surgical procedure was successfully completed. Patient status is unknown. Concomitant device reported: 2.7mm screws (part# unknown, lot# unknown, quantity 8); 3.5mm screws (part # unknown, lot # unknown quantity unknown); unknown 2.7mm plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 3.5mm lcp anterolateral distal tibia plate. This is report 1 of 2 for complaint (B)(4).